Event description:
It was reported that there was a confirmed catheter fracture. The patient had an unrelated surgery and the hcp accidently severed the catheter. The catheter was cut in surgery very close to the connector of the catheter. The hcp did a catheter revision. The surgeon reconnected the catheter. It was noted they were to prime the spinal segment after surgery. The patient was "doing fine." The pump was delivering morphine.

Event description:
After additional review, it was noted that the catheter was a two piece and it was severed near the connector. The healthcare professional (hcp) cut off 2.5 cm at the pin connection and then reconnected the catheter. The drug was removed the catheter until there was cerebral spinal fluid (csf) backflow, so the hcp only had to prime for the spinal segment of the catheter.

Manufacturer narrative:
Catheter model# 8711 (B)(4) implanted: 2010-(B)(6) explanted:unk. (B)(4).

Manufacturer narrative:
(B)(4).